Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, brown and red particles on the shell and the weight the device within specification. A microscopic analysis was performed which identified, one smooth crease opening on the radius and stress marks. Based on the device analysis the final assessment is: a crease smooth opening on the radius due to fold flaw opening.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported left side rupture. The device has been explanted.